Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4 and g5 are unknown. No product information has been provided to date.

Event description:
It was reported that during the use of the product, the pump exhibited a message stating the key is being pressed, please wait appears and the alarm sounds occasionally. No patient injury was reported.